Manufacturer narrative:
The reported sensing anomaly and inappropriate therapy delivery were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapy due to myopotential oversensing. Oversensing was reproducible with isometric exercises. Programming changes were made. Isometric exercises were repeated. Oversensing was still present but contained. The device was explanted and replaced. No further information is available.